Event description:
Caller reported a minimum fill notification, indicating a possible issue with the insulin cartridge. There was no adverse impact to the customer's blood glucose level. The initial attempts to resolve the issue by reloading the original cartridge and loading a second one did not succeed. However, the caller successfully loaded a third cartridge onto the pump and was able to resume insulin administration.